Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, concentric, 100% stenosed, de novo distal, mid, and proximal right coronary artery, the 1.5 x 6 mm trek rx balloon dilatation catheter (bdc) was used for pre-dilatation but it could not cross the lesion and the proximal shaft became kinked during advancing the device. The bdc was removed from the anatomy without issue. A 2.5 mm non-abbott bdc was used in the procedure; then additional dilatation was attempted using a 2.25 x 15 mm trek rx bdc but it did not cross the lesion and the distal tip was found to be jagged (damaged) when the device was removed from the anatomy. The dilatation was completed using a 2.25 x 12 mm trek rx bdc and a xience prime stent was implanted in the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: sion, xt-r, advance; guide cath: launcher, brite tip; other: cosair. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.